Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old caucasian female patient underwent a breast augmentation revision with a 600cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the right side post-operatively, which was diagnosed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 10, 2023, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample sm mpps dv 600 cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and it identified two (2) tears on the anterior view, both measuring 0.1 cm. In addition, no other tears were detected during the analysis. A microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 13, 2023, mentor received additional information stating that the device was explanted on (B)(6) 2023. All relevant information has been updated to reflect this additional information. On july 03, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).